Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad traces. The insulin pump was received with missing end cap sticker.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 177 mg/dl at the time of incident. The customer stated that the button error was unable to be cleared. The insulin pump was returned for analysis.